Manufacturer narrative:
Further information was requested but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right atrial (ra) lead was not able to be implanted due to a helix anomaly. The event was resolved by replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to implant lead due to a helix anomaly was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with blood.